Event description:
It was reported that the patient received shocks due to interference while checking their sump pump in a flooded basement. It was also reported that another person in the basement also felt electrical shocks prior to the patient receiving the shocks. Further follow up revealed that there were no serious injuries or adverse event from the shocks to the other person in the basement, and that the shocks were due to artifact. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.